Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went for an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and back pain had resolved and the menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal back. Bleeding: menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, hair loss. Discrepancy - date(s) of insertion: (B)(6) 2011, (B)(6) 2009 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: upon internal review it was found that this case was duplicate of case no. (B)(4). Therefore, this case was marked for deletion. The significant information, references and the source documents were transferred to the retention case. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went for an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and back pain had resolved and the menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic / abdominal back. Bleeding: menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, hair loss. Discrepancy - date(s) of insertion: (B)(6) 2011, (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously added injury nos was replaced with dyspareunia & new events dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, vag. Discharge, vag. Infect., fatigue, migraines, headaches, hair loss, device monitoring procedure not performed, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.